Manufacturer narrative:
Additional information: date of event taken as date of original procedure. The patient reported that having received her first venaseal treatment in the left leg on (B)(6) 2019. Immediately after the procedure the patient began to experience redness, severe itching, and pain and was advised that this was normal and would go away. After the second procedure in the right leg on (B)(6) 2019, the patient experienced pain, swelling and severe itching in both legs. The patient attended a follow-up appointment on (B)(6) 2019, with the treating physician with swelling in both legs, intense itching and pain. The physician prescribed cefadroxil. The patient attended a follow up appointment on (B)(6) 2019, the physician discussed the possibility of an allergic reaction as the patient¿s symptoms had worsened and he prescribed methylprednisolone and hydrocodone. It was reported the patient attended the emergency room on (B)(6) 2019 with symptoms of wheezing, shortness of breath, confusion, swelling of legs, severe itching and pain in both legs. The patient had a follow-up appointment with the treating physician on (B)(6) 2019. The patient attended the emergency room again on (B)(6) 2019, due to extreme swelling of the lips, and was prescribed hydroxyzine and prednisone. The patient attended a follow-up appointment with the treating physician as she was not experiencing relief from the medication and was prescribed methylprednisolone again on (B)(6) 2019. Update received on (B)(6) 2019 from daughter of patient stating that the patient continues to experience ongoing symptoms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient received venaseal to close off a vein. Post op the patient experienced a severe allergic reaction and required steroids and a trip to the emergency room.